Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with a 9.0 mm vessel diameter and 50 mm lesion length, moderate tortuosity, heavy calcification and 75% stenosis. A foxcross 9.0 mm x 40 mm x 80 cm percutaneous transluminal angioplasty (pta) balloon catheter was advanced without resistance and inflated one time at 15 atmospheres for 10 seconds and the balloon ruptured. The balloon catheter was withdrawn from the patient anatomy without resistance and a new same sized foxcross pta balloon catheter was used successfully for additional dilatation and a non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.